Event description:
It was reported that a pt underwent an abdominoplasty on an unk date. Six weeks post-operatively, the drain was not draining. The surgeon replaced the drain with the same type of drain. The surgeon opines that the drain is not stiff and bends over on itself. The drain starts to drain and then it stops. Additional info has been requested.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009. Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.